Manufacturer narrative:
B3: date is approximate, month and year are confirmed valid. See b5 for additional information. D10: section d references the main component of the system. Other medical products in use during the event include: product ID: tm90t0, serial# (B)(6), product type accessory, ubd: 23-nov-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device to an implantable pump infusing dilaudid and bupivacaine for non-malignant pain. It was reported that the patient stated they could not get the communicator to charge anymore. The patient said the issue started probably on monday (B)(6). An agent had difficulty understanding the patient because the patient explained the issue vaguely. The patient stated that the orange light on the battery indicator still showed when charging the communicator, but "it's hard to get into and it rattles" and the charging port of the communicator came loose. The patient mentioned that because of the communicator issue, they were not able to take a bolus since yesterday (B)(6). An agent sent a request to replace the communicator.